Event description:
Complainant alleged that the clinicains were attempting to cardiovert a pt (age and gender unknown), but the device would not charge. The clinicians then changed the device battery,but again the device failed to charge. The clinicains then obtained another device to treat the pt. There was no indication from the compainant of any adverse effect on the pt as a result of the reported malfunction. Numerous attempts were made to obtain additional event and pt information from the complainant. All attempts were unsuccessful.